Event description:
It was reported that the black suture on the cinch mechanism of a mosaic mitral valve broke. The device was inspected prior to use and the procedure was not delayed as a result of the issue. The device was never implanted. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was received loosely attached to the valve. All the stent posts were detached from the holder. The valve holder appeared intact; there was no evidence of damage on the valve holder. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder; no anomalies were noted. The valve holder was removed from the valve for further observations. The rotor was removed from the holder for further observation. The sutures around the rotor were curled suggestive of a suture wound during the cinching of the valve. One suture tip appears cut. Two suture tips appear to be broken. Necking or reduction in diameter is noted adjacent to the break. The broken surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the valve was being handed to the surgeon, then the suture broke on the first turn of the cinch device, as it was "not overtightened by surgical staff or surgeon". No additional information was reported.

Manufacturer narrative:
Updated data: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.